Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely released from the delivery catheter after fixation. The device remained implanted. The patient was discharged.